Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4024 implantable pacing lead 1996-(B)(6). (B)(4).

Event description:
It was reported that following a routine device change out, the right atrial (ra) lead threshold increased. The ra output was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.